Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had been experiencing worsening incontinence since (B)(6) 2013. It was reported the patient could not feel stimulation on any setting. It was noted the patient felt stimulation in their back if they increased stimulation, which made their right foot cringe and toes curl. It was reported the patient had an appointment scheduled with their healthcare provider for (B)(6) 2014. It was reported the patient¿s programmer light did not work. It was noted the programmer¿s battery level decreased faster than normal. It was reported the patient was walked through turning the backlight on and it did function properly. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 at 10 am was noted. It was reported the patient had problems with their stimulator. They were leaking again. Stimulation had to be up really high and it hurt their back. The issues started two months prior to call. The patient¿s stimulator only had about one month left. The patient¿s healthcare provider wanted to try botox therapy. The patient fell, but that was after the issues started. It was reported that the patient had a revision done on (B)(6) 2015. A new stimulator was placed due to normal battery depletion. A new lead was placed as the previous lead was dislodged. When the stimulator was dying, their stimulation location changed from the bicycle seat area to the low back.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va01gb9, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. Product ID: 3093-28, lot# va01gb9, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).